Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01088. It was reported approximately three weeks ago while at the patient's physician office, the physician noticed the patient's right scs lead incision was oozing white pus and appeared infected. The physician prescribed oral antibiotics. Follow-up identified the incision is healing and no infection was present. The exact date of the event is undetermined.